Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok-clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the device logs for the large hem-o-lok-clip applier (part# 470230-12 / lot# k10211213-0149) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system (B)(4) for a right hemicolectomy procedure. There were 0 uses remaining after this last usage. An instrument usage for the large hem-o-lok-clip applier was not logged on to the system on the reported event date of (B)(6) 2022. No photo or video was provided by the site for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged the during a da vinci-assisted procedure, a large hem-o-lok-clip applier instrument could not close clip. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Furthermore, the customer converted to traditional laparoscopic surgery after the start of the procedure. While there was no harm or injury to the patient, a modified surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci assisted surgical procedure, the jaws of the large hem-o-lok clip applier instrument could not be closed robotically. The procedure was converted to traditional laparoscopic surgery with no reported patient harm. Intuitive surgical (is) contacted the site to obtain additional information however, further details could not be provided.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2 and h3 evaluation information can be found in the following fields: h6, h10 an intuitive surgical, inc. (Isi) received the large hem-o-lok applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The large hem-o-lok applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/ opened and closed properly. The clip test was performed twice and passed. No damage found. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.